Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. This MDR represents ventralex (device #2). An additional supplemental MDR was submitted to represent the composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of the bard composix kugel mesh (device #1). Per operative notes, ¿a bard composix kugel mesh (device #1) was placed and sutured.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral incisional hernia, adhesion, scar tissue thereby underwent open repair with implant of ventralex st mesh (device #2). Per operative notes, ¿adhesions were taken down. A ventralex st mesh (device #2) was placed and sutured.¿ on (B)(6) 2018 - patient was diagnosed with abdominal wall abscess thereby underwent repair with incision and drainage of abscess. On (B)(6) 2018 - patient was diagnosed with abscess, abdominal wound, fistula, adhesion thereby underwent open repair with explant of bard composix kugel mesh (device #1) and ventralex st mesh (device #2). Per operative notes, ¿adhesions, abdominal wound, abscesses were taken down. All prior meshes bard composix kugel mesh (device #1) and ventralex st mesh (device #2) were removed.¿